Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
Date of event is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number 3006705815-2020-02700; 1627487-2020-22584. It was reported the patient experienced ineffective therapy. In turn, the patient's scs system was explanted on an unknown date to address the issue.